Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced oversensing, which was reproducable with pocket manipulation and arm movements. The physician x-rayed the lead system with no problems noted. The physician has elected to leave the system implanted and monitor the patient for future oversensing episodes. No invasive procedure has been planned.